Event description:
A pt intubated with a 5.0ped, pediatric tracheostomy tube experienced minor pain, trauma and developed ulcerations around the stoma site. The reported info also indicates that the device fit and placement were causing the device flange to rub and irritate the stoma site. Initial skin irritation was noted after the device was in place for one week. Approximately two weeks later the condition worsened and pt was brought to the hosp for examination and treatment. The 5.0ped device was removed and replaced with the pt's previously used pediatric tracheostomy tube. The affected area was treated for approximately seven days with antibiotics. There was one pt involved who has returned to baseline condition.